Event description:
The following information was obtained when searching the maude database on 08 apr 2022. Report number: mw5108189. The event description was: "the rn of (B)(6) contacted the FDA on behalf of dr. (B)(6) concerning hubble contact lenses. A patient came in for an appointment on (B)(6) 2022. The patient wears hubble contact lenses and had damage to the eyes. He has been wearing contact lenses from hubble since 2018 without an annual update of prescription since then. He was diagnosed with corneal neovascularization in both eyes. Physician switched him to a better grade of contact lenses and will monitor the eye damage. Damage to eyes from hubble contact lenses purchased on-line. Eye irritation, system affected nervous, onset time: immediate, duration: persists. Corneal neovascularization in both eyes. Purchase date: 2018, amount consumed/used: daily. Retail name: (B)(6) report identified importer and manufacturer. Last shipment of hubble lenses from (B)(6), (B)(6) 2022. Ny times article: https://www. Nytimes. Com/2022/01/31/business/hubble-contact-lenses-ftc. Html states the ftc fined vision path, manufacturer of hubble contact lenses for failure to obtain customers prescriptions, properly verify prescriptions and for substituting hubble lenses for the prescribed lenses. From bbb: hubble contacts has an f rating and 3. 3 out of 5 stars from the better business bureau. They get 1. 7 out of 5 stars at trustpilot, where 88 percent of their reviews are listed as bad. Critics of hubble call into question the quality of their contact lenses, noting that methafilcon a is not the most up-to-date material. Used once a day - inserted in eyes; duration: years. Event did not abate after use stopped. Symptoms recurred after product reintroduction. Symptoms recurred after using products with same ingredients. Adverse event did not result in congenital anomaly, did not require intervention to prevent permanent impairment/damage."

Manufacturer narrative:
The lot number is unknown and the products are not made available for evaluation at this time. The information about patient and initial reporter as well as other information required to submit was not provided. No evaluation could be performed. The reported device model# couldn't be confirmed. If the additional information is received, the follow-up report will be submitted within 30 days of the receipt. Subsequent actions regarding the follow-up report will be taken and submitted in accordance with 21 cfr 803.10 and 803.56.